Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, the home pt left the clamp closed on the pt extension line of the homechoice set during the prime cycle. The home pt then connected their transfer set to the pt extension line, began therapy and received the alarm. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.